Manufacturer narrative:
Di not available as product was manufactured on or before sep 23, 2014.

Event description:
It was reported that the patient presented to the clinic on (B)(6) 2021 with multiple non-sustained right ventricular oversensing (nsrvo) episodes. Upon examination, it was noted that the right ventricular (rv) lead was oversensing far p waves. Programming changes were discussed but were not performed at this time. There were no adverse consequences to the patient.